Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Share logs data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.